Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a pump shutoff during infusion could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported that the rn was transporting the patient in a crib for a procedure, with IV fluids and sedation drips infusing through one peripheral IV. As the patient was about to be taken off the unit, the pump spontaneously shut off. The battery level had been checked prior to transport and it stated that there was 4.5 hours of battery life left. The pump was replaced with a new one for transport, with no issues.